Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the zebra printer label was stop working. A technical support specialist (tss) received a call from customer regarding a printer issue, remotely accessed the machine, and checked the cabinet settings. It was identified that the printer was set as ¿zdesigner gk420t¿ in the cabinet while the default printer was zdesigner gk420t. A test print was performed to confirm functionality, and the user confirmed it was working. Updated the cabinet settings to match the control panel printer name and asked the user to perform a test print from the application, which was successful, resolving the issue. A field service engineer (fse) performed a troubleshot and visual inspection, identified a failed printer, replaced the printer, and resumed testing with no further issues noted. The user verified proper operation by successfully printing a label. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, zebra printer label was stop working. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, zebra printer label was stop working. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.